Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibiting intermittent episodes of high, out of range pacing impedance (great than 3,000 ohms). There where no other out of range measurements, no noise and no over-sensing. The physician suspects a lead fracture. A technical service consultant reviewed available data, and suggested a follow up appointment to perform lead integrity testing, isometrics/provocative maneuvers. The device remains implanted. No adverse patient effects were reported.